Event description:
It was reported that the patient underwent revision surgery on the (B)(6) 2022 due to an infection. The gns ii cmt tib size 3 right was replaced with a cement spacer. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was performed due to an unspecified infection. Reportedly the femoral, tibial and insert components were replaced with a cement spacer. It was communicated that the devices will not be returning for analysis and no other information was available. Without the requested documentation/information, the root cause of the reported infection could not be definitively concluded, although reportedly, the unspecified infection led to the revision. The patient impact beyond the unspecified infection and subsequent revision with cement spacer replacement can not be determined as the current patient status remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device reveals in the possible adverse effects section that acute post-surgical wound infection, late deep wound sepsis and/or low-grade synovitis can occur. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.